Event description:
The event involved a plum duo infusion system. It was reported via email from ICU medical nurse doing rounds during go-live, device was reported to have a channel go to standby mode by itself. It was connected to a patient, but no patient harm occurred.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.